Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) ¿ the dentist reported that 10 months after the dental implant was installed in intraoral region 10#, its loss of osseointegration was observed.